Event description:
Patient callled lfs and allegd that their meter was reading inaccurately low. The patient obtained a result of 30 mg/dl on the meter. The patient compared this to the lab and the result reported was 75 mg/dl. Between the tests there was no intervention that would be expected to change the blood glucose. The patient contacgted their medical professional for advice. No treatment was reported. The meter is being replaced for the patient.